Event description:
We have learned of a potential mold contamination of (B)(4) laboratories 7.0 ph buffer solution that is used at this facility. At this time, we are not aware of any adverse events associated with this problem, however, we want to alert both (B)(4) laboratories and the FDA to the issue. Product use was discontinued upon notice of the possible mold issue on or around (b)(46 2013.